Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating "), tooth disorder ("dental issues"), skin disorder ("skin problems"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), memory impairment ("memory issues") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy and removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstruation irregular, menorrhagia, back pain, dyspareunia, abdominal distension, tooth disorder, skin disorder, alopecia, arthralgia, urinary tract infection, dizziness, memory impairment and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, skin disorder, tooth disorder and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating "), tooth disorder ("dentai issues"), skin disorder ("skin problems"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), memory impairment ("memory issues") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy and removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstruation irregular, menorrhagia, back pain, dyspareunia, abdominal distension, tooth disorder, skin disorder, alopecia, arthralgia, urinary tract infection, dizziness, memory impairment and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, skin disorder, tooth disorder and urinary tract infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.